Event description:
Immediately after the PICC was inserted and the lumen was flushed with normal saline 10ml the pt c/o his ears feeling flushed, then pt face and the flush then moved down the body. The symptoms progressed to feeling nausea, chills and faint. PICC was pulled back 2cm and dressed. Sat pt up in bed and placed a nasal cannula on him with 5ml of o2. Called the floor nurse and she took the pt's bp which was in 50's. EKG showed some tachycardia but no other changes. Pt did become unconscious for several seconds but then responded to verbal stimulation. Pt did vomit too. Pt was incontinent of urine also. The whole incident lasted about 30 min from beginning to the end. Physicians were involved too.

Manufacturer narrative:
The device has not been returned to the MFR for eval. An lhr of (B)(4) showed no other similar product complaint(s) from this lot number.